Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence, vaginal vault prolapse after hysterectomy, and a desire for removal of any retained adnexal structures from prior procedure and mesh was implanted. It was reported that the patient had a concurrent procedure of a laparoscopic robotic-assisted laparoscopic bso and robotic-assisted laparoscopic sacral colpopexyhysterectomy performed during mesh implantation. It was reported that following insertion the patient experienced pain, extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent: on (B)(6) 2008- laparotomy with excision of mesh and perivaginal repair; on (B)(6) 2009- abdominal uterosacral ligament suspension and cystoscopy. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).